Event description:
It was reported that the user experienced recurrent nighttime low blood glucose events while using the ilet bionic pancreas with a dexcom g7, including two lows over a two-week period and one episode the user treated with oral glucose tablets; the user did not confirm values by fingerstick and reported the low duration as approximately 53 minutes. Symptoms included hypoglycemia without loss of consciousness or need for medical assistance. Outcomes included self-treatment with oral glucose and no professional intervention, no ketone testing, and no alerts or alarms reported. Investigation included review of device data and user history, along with troubleshooting and education on consistent dinner meal announcements to reduce pre-bed highs. Investigation of this case revealed no device malfunction or alarm behavior and no component issues, with the event pattern consistent with intermittent hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.